Event description:
It is reported that a customer experienced low blood glucose of 50 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer's mother stated that they had lost their transmitter. The customer was informed that medtronic does not replace lost or stolen products without serial numbers. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.